Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particles. This was identified within compounded product during inspection and labelling. The device was filled with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b3, h4, h6(update codes), h11. B3: the event occurred during an unspecified date of (B)(6) 2026. H4: the lot was manufactured between june 14-17, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.